Event description:
It was reported that there were issues with two cannulas. The first was changed and its cuff lost air during the night, requiring replacement the next day. The patient continued treatment without issue for four days before the second cannula also experienced air leakage, requiring another replacement. There was patient involvement and no harm reported.

Manufacturer narrative:
B3: day of event unknown. H3: the device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.